Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Flusher found to be damaged during use.

Manufacturer narrative:
(B)(6) follow up. It was reported the flusher was damaged during use. To aid in the investigation, one photo was received for evaluation by our quality team. The photo shows a syringe out of the packaging flow wrap with the syringe barrel flange damaged. No other defects or imperfections were observed. This condition occurs if there is a jam during the plunger rod assembly process. A device history record review was completed for provided material number 306595, lot 4207089. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe plunger rod assembly process was performed. The settings and alignment of the infeed scroll are correct. The flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed.